Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, the patient reported that the infusion set's tubing was detached while the patient was sleeping and did not give him the insulin. Therefore, he used scotch tape to hold them down, but would not stay locked. The patient's blood glucose level was running between 370-460 mg/dl. No further information was available.

Event description:
On 01-nov-2022 IV: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that the click-legs had defects making it impossible to use the infusion set it does not make the click, (the click-legs of tubing connector are deformed). Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that the infusion set's tubing was detached while the patient was sleeping and did not give him the insulin. Therefore, he used scotch tape to hold them down, but would not stay locked. The patient's blood glucose level was running between 370-460 mg/dl. No further information was available.